Event description:
It was reported by an attorney that the patient's device failed due to the way the product was manufactured causing the need for the patient to have the device explanted. It is stated that the patient sustained physical injuries. No specific detail regarding alleged injuries was received and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.